Manufacturer narrative:
Philips service replaced the relay board and restored the arm functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that flexvision arm unable to raise or lower on a allura xper fd20 or table. The clinical use of the system was unknown. There was no reported patient or user harm.